Manufacturer narrative:
Method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. The ipg was visually inspected and a slight discoloration was observed in the header and both septums. No other visual anomalies were noted. The ipg was functionally tested and passed the auto test. The stimulation was also monitored in a saline bath for 5 hours; no anomalies were noted. Conclusion: the cause of the reported complaint could not be confirmed. The ipg passed all functional tests. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6) 2010, the patient was implanted with an scs system. On (B)(6) 2010, it was reported that the patient was hit directly on the ipg site with a door knob. Immediately after the event, the patient began feeling jolts and surges down the right leg. The sales representative met with the patient and ran a diagnostics check. Normal impedance was observed on all contacts. Reprogramming did not reduce the jolts and surges. The patient was scheduled for a revision. During the surgery, the leads were tested intra operatively and no anomalies were noted. The doctor decided to replace the ipg and left the leads implanted. The patient is currently doing well and receiving satisfactory stimulation.